Manufacturer narrative:
Date of event: date of event is an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during insertion of an implant on an unknown date in 2020, the black plastic part on the instrument broke. This occurred three times in total. There was no patient consequence. This report is for a tip for dhs®/dcs® impactor. This is report 2 of 3 for (B)(4).